Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the log file confirmed the reported driveline fault alarms. Based on past experience with the heartmate ii lvas and similar reported events, the log file findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined. Furthermore, review of the log files confirmed low flow events following the restoration of the power to the system controller. Although a specific cause for these events could not be conclusively determined, the account indicated that patient was found deceased by their partner. The submitted log file captured events and data from 29dec2025 through 02jan2026, per the timestamps. Intermittent driveline fault alarms were captured throughout the file; however, these alarms did not have an effect on pump function. Additionally, a no external power alarm was captured starting at 06:32 on (B)(6) 2026 (addressed under the system controller investigation), resulting in the use of the system controller backup battery. Due to continued use, the backup battery was observed to be fully depleted, resulting in a pump stop event. The controller was eventually reconnected to the power and the pump restarted. Due to the system controller clock resetting upon the restoration of power, the exact duration of the pump stop could not be determined from the log file. Low flow alarms were captured after the pump restarted and remained active until the driveline was disconnected from the controller, consistent with the removal of pump support following the patient¿s death. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the file while the driveline and adequate power were connected. The clinical cause of death was not provided by the account, and it was unknown if the patient's outcome was device or therapy related. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate ii patient handbook rev. C, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists death as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and the patient handbook, outline hazard and advisory alarms, including the low flow hazard and driveline fault alarms, and provides information regarding how to respond to and troubleshoot the alarms. Furthermore, the patient handbook contains a section on handling emergencies. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away. The patient's partner stated that the patient slept on battery power and was legally blind. On the morning of (B)(6) 2026 the patient was unable to be woken up and batteries were dead. The patient's partner thought the patient may have not put new batteries in prior to bed. The patient's partner reported that they did not hear any alarms and was unable to confirm if the pump was off. The patient's partner replaced the batteries and called emergency medical services (ems). CPR was initiated however the patient was found to have no pulse by doppler and was asystolic on the portable monitor. The patient was pronounced dead at 09:49 am. It was noted this patient had a history of driveline power fault since (B)(6) 2023. The clinical cause of death was not provided, and it was unknown if the patient's outcome was device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away. The patient's partner spoke to their partner at 5:30 am and the patient responded. The patient's spouse was lying in bed reading next to the patient for the next few hours and heard no alarms. The patient's partner stated that the patient slept on battery power and was legally blind. On the morning of (B)(6) 2026, the patient was unable to be woken up, and the patients batteries were dead. The patient's partner thought the patient may have not put new batteries in prior to bed. The patient's partner reported that they did not hear any alarms and was unable to confirm if the pump was off. The patient's partner replaced the batteries and called emergency medical services (ems). CPR was initiated however the patient was found to have no pulse by doppler and was asystolic on the portable monitor. The patient was pronounced dead at 09:49 am. It was noted this patient had a history of driveline power fault since (B)(6) 2023. ((B)(4)). The clinical cause of death was not provided, and it was unknown if the patient's outcome was device or therapy related. Log file review was requested which revealed 2 pump stops and low speed advisories. Speed drops were as low as 0 rpm. This type of behavior was previously linked to issues with the percutaneous lead. The issue appeared to be occurring on battery power. Later on (B)(6) 2026 at 08:03, the clock was resent and at the end of the log file the driveline was disconnected.